Event description:
Rptr had numbness in surgical area, bleeding through envelope and 3 capsular contractures. She c/o chronic infections, blood pressure problems, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbance/vertigo/dizziness, chest rib cage pain &/or burning sensation, elevated cholesterol or triglycerides, rapid eye deterioration, thyroid problems, adrenal problems, chronic pain, discoloration (red or blue), heat or cold sensitivity on extremities, frequent low grade fever. Gastrointestinal: chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome. Bad pap test, ovarian problems, migraines/severe headaches. Hypersensitivity or allergies to: chemicals, unusual chronic infections, joints: inflammation, swelling, pain/arthralgia, persistent joint stiffness. Liver problems unknown type, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, muscle pain & burning, fibromyalgia, skin: unexplained rashes, sun sensitivity, unexplained severe itching, numerous moles, freckles, etc. Chronic insomnia, non-restorative sleep, thoracic outlet syndrome, chronic fatigue syndrome, long-term extreme fatigue, sicca, disabled and unable to have the life she was accustomed to, she has not been back to work since 1993, can't maintain her own home, unable to have long visits with grand children or family, unable to do anything long-term because of her weakened condition, no sports, no excessive exercise; in short, a limited life.